Manufacturer narrative:
H.6. Investigation summary: catalog: 442021. Batch no.: 3130610. Customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batches. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 4 of 10. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis for a patient sample. There was no patient impact. The following information was provided by the initial reporter: "customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021- bactec anaer lytic/f and the biofire platform. Customer provided biofire catalog and lot number: 2usqc23 lot 1254923. Additional information provided 9/28: adjustment to incident start date - (B)(6) 2023. Tested on bactec s/n (B)(6). Biofire catalog/log number not provided returns are available. Additional awareness for 3 plus aero/f vials reported and new case 02143495 created. Pt#1 - tested 9/3, biofire dual positive (enterococcus faecium and candida tropicalis), gram=gpc, culture result - enterococcus faecium. Pt#2 - tested 9/4, biofire not dual positive (candida tropicalis), gram=gpc, culture result - peptoniphilus sp. Pt#3 - tested 9/5, biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Pt#4 - tested 9/6, biofire dual positive (streptococcus spp and candida tropicalis), gram=gpc, culture result - streptococcus constellatus. Pt#5 -tested 9/7, biofire dual positive (streptococcus spp and candida tropicalis), gram=gpc, culture result - streptococcus mitis/oralis. Pt#6 - tested 9/9, biofire not dual positive (candida tropicalis), gram=gpc, culture result - abiotrophia defectiva. Pt#7 - tested 9/10, biofire dual positive (staphylococcus spp and candida tropicalis), gram=gpc, culture result - staphylococcus capitis. Pt#8 - tested 9/12, biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Pt#9 - tested 9/12, biofire dual positive (staph aureus and candida tropicalis) gram=gpc, culture result - staphylococcus aureus. Pt#10 - tested 9/18, biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Patients 1-9, lot 3130610. Patient 10, lot 3145826".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 10. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive of c. Tropicalis for a patient sample. There was no patient impact. The following information was provided by the initial reporter: "customer reporting false molecular positive (identification of candida tropicalis) with use of products 442021- bactec anaer lytic/f and the biofire platform. Customer provided biofire catalog and lot number: 2usqc23,lot 1254923. Additional information provided 9/28: adjustment to incident start date - (B)(6) 2023. Tested on bactec s/n (B)(6). Biofire catalog/log number not provided returns are available. Additional awareness for 3 plus aero/f vials reported and new case (B)(4) created. Pt#1 - tested (B)(6), biofire dual positive (enterococcus faecium and candida tropicalis), gram=gpc, culture result - enterococcus faecium. Pt#2 - tested (B)(6), biofire not dual positive (candida tropicalis), gram=gpc, culture result - peptoniphilus sp. Pt#3 - tested (B)(6), biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Pt#4 - tested (B)(6), biofire dual positive (streptococcus spp and candida tropicalis), gram=gpc, culture result - streptococcus constellatus. Pt#5 -tested (B)(6), biofire dual positive (streptococcus spp and candida tropicalis), gram=gpc, culture result - streptococcus mitis/oralis. Pt#6 - tested (B)(6), biofire not dual positive (candida tropicalis), gram=gpc, culture result - abiotrophia defectiva. Pt#7 - tested (B)(6), biofire dual positive (staphylococcus spp and candida tropicalis), gram=gpc, culture result - staphylococcus capitis. Pt#8 - tested (B)(6), biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Pt#9 - tested (B)(6), biofire dual positive (staph aureus and candida tropicalis) gram=gpc, culture result - staphylococcus aureus. Pt#10 - tested (B)(6), biofire dual positive (staph epi and candida tropicalis), gram=gpc, culture result - staphylococcus epidermidis. Patients 1-9, lot 3130610 patient 10, lot 3145826".